Manufacturer narrative:
D4. Catalog, serial and primary UDI number.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was a user related issue as incorrect insertion technique, improper removal of peel-away sheath being performed and also high acts (300) contributing to the bleeding per clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a (B)(6) year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock, scai shock stage c, with a history of known coronary artery disease. Upon arrival to the ICU from the catheterization laboratory, a pressure dressing was noted at the insertion site, with the access angle appearing to be approximately 75 degrees. The interventionalist reported that ultrasound or micropuncture was not used, access was obtained via a 40-degree stick, and a long peel-away sheath was used during an independent ami/cgs case with intervention. Systemic anticoagulation had not yet been started, and protamine was administered due to bleeding at the access site; the most recent activated clotting time (act) had been in the 300s. Hemoglobin decreased from approximately 11 g/dl pre-procedure to 9 g/dl post-procedure. Central venous pressure (cvp) was 0; end-diastolic pressure (edp) was not obtained. Suction events above p-6 resolved with volume resuscitation. A dopplerable pedal pulse was present. Three 1-liter normal-saline boluses were given. Two out of three units of packed red blood cells (prbcs) were administered when hemoglobin returned at 6 g/dl. After the dressing was removed, active arterial bleeding was identified. The touhy valve was also noted to be loose. A large hematoma and extensive bruising were present. Catheterization staff reported that the peel-away sheath had been peeled while still inside the body. Vascular or cardiothoracic surgery consultation was requested but had not yet occurred. Albumin was ordered. The patient responded to blood replacement and was able to run above p-6 with good flows. The patient survived to explant. The reported hematoma and bleeding requiring blood transfusion is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support, and may also be influenced by access-technique factors such as sheath manipulation and the absence of ultrasound-guided vascular entry.